Manufacturer narrative:
Section h4: additional information. Section h8: correction. Manufacturer investigation conclusion: the reported event of a pump stop during a severe lightning strike while connected to a mpu can be confirmed based on the information recorded in the log files (provided and retrieved during analysis) from the returned system controller serial number hsc-004716. The information contained in the log files revealed that on october 15 at 23:48 a no external power alarm became active. The associated voltage levels indicated that the system controller was connected to the mpu prior to the alarm and all the voltages suddenly decreased to 0v. The mpu-22144 was requested to be returned; however per the customer response the mpu was not available for evaluation as the patient¿s house burned down completely due to the lightning strike. There were no issues with the mpu before the thunderstorm. The heartmate 3 patient handbook instructs users on what to do in the case of an emergency, including unexpected pump stops. Additionally it instruct users on how to resolve alarms sounding from their controllers, including alarms associated with pump stops. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook doc # 109799 rev c contains instructions to inspect all cables for signs of damage daily in section 10 safety checklists. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's home was affected by a severe lightning storm while the patient was connected to the mobile power unit (mpu). The account stated that there was a short time period when the patient was unconscious. The patient was admitted to the hospital without any neurological or physical complications. Log file analysis revealed a pump stop for an extended amount of time. Once the pump ramped-up to normal speed, the power consumption and temperature of the device were observed to be elevated. An internal component failure due to the increased power draw from the lightning strike was suspected. Pump operation was not affected directly. The account mentioned a fluctuation of the estimated flow and regarding the whole situation, a difficulty with the rotor rotation. Due to the high power draw and the temperature a pump exchange was discussed with the clinic. A pump exchange was scheduled for (B)(6)2019. On (B)(6) 2019, the heart lung machine was cannulated in the groin. The exchange was done in a lateral approach. The tissue of the apex was very fragile and initiated some bleeding issues which were repaired by some pledged sutures. To get a better stability the surgeon decided to sew the ¿normal¿ apical cuff onto the mini apical cuff which was in place before. Exchange went straight forward afterwards. During this time it was noticed that the abdomen became bigger and hardened. A bleeding complication due to the cannulation of the heart lung machine was suspected. Hemodynamic cycle collapsed, lung edema was developed in a very progressive way, no ventilation was possible anymore, high loss of volume. An emergency surgery of the abdomen was performed but the bleeding issue could not be located. Due to the severe order of events, the whole surgical team in the operating room (or) decided to end with the procedure because, according to the information of the surgeon, the whole situation wasn¿t compatible with life anymore. The patient subsequently expired. The explanted pump with driveline, modular cable and controller will return for investigation. Per the log file there was a no external power alarm (while on mpu) and pump stopped. It was later reported that there were no issues with the mpu prior to the thunderstorm. However, the patient's home subsequently burned down due to the severe lightning and the mpu perished in the fire. No further information was provided.